Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced sensor error. The customer's blood glucose reading was unknown. The customer mentioned that 3 of her sensors were bad. The customer also received sensor and calibration errors. The product was returned for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed continuity resistance test. The sensor failed per specifications.

Manufacturer narrative:
The information provided in section b5 with this report was not included with the initial report. Please see section b5 for updated information.

Event description:
It was reported via phone call that the sensor electrode was split at the cannula.